Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. Far field r waves were noted on the right atrial (ra) lead and over-sensing of noise. It was also reported that the right ventricular (rv) lead exhibited over-sensing during high rate episodes and over-sensing of noise. Silicone rub insulation loss is suspected on both the ra and the rv leads. Reprogramming of both leads was completed. Post reprogramming the ra lead exhibited over-sensing of one episode. Both the ra and the rv leads remain in use no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that oversensing was further noted on the rv lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.